Event description:
A healthcare professional reported that the day after being injected with juvéderm® voluma¿ with lidocaine in the deep dermis the patient experienced violaceous eritema in the left nasolabial area, nostril wings and left hemilip. The hcp treated the patient with 1500 units of hyaluronidase in the area and 30 mg of prednisone, aas 100 mg, levofloxacine orally "to prevent tissue necrosis". Symptoms are in the process of resolving. Patient is practically asymptomatic.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.